Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es not responding and was showing offline in rss. The customer reported that there was no delay to the patient's workflow since they managed to get the meds from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not responding. A field service engineer reimaged the hard drive but was unable to sync the device to the server due to no internet access. The customer later reported that it had restored internet access, allowing the field service engineer to remote into the device to perform the synchronization. The system functioned as intended after the field service engineer troubleshot the device.